Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the infusion set's cannula was disconnected from her body. Her blood glucose level began to rise. Customer's blood glucose level was 400 mg/dl. The doctor gave her 4 units of insulin. The device was not returned.